Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not charge properly) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p2 and p4 pads were loose. The cause of the non-functional battery pack is the loose busbars. No adverse event resulted from the defective battery. Mfg date: belt sn (B)(4) - 9/21/2015. Battery pack sn (B)(4) - 10/20/2017.

Event description:
A us distributor reported that a patient's electrode belt was damaged and that the battery was not holding a charge.